Event description:
While implantable neurostimulator (ins) was turned off, the pt felt a sudden surge, which traveled on her left side from her chest down. It continued until she turned the ins down to zero and off; all groups were turned down to zero and off. The pt was at home. Follow-up with the pt's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent, if additional information becomes available.